Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and bent cannula. The customer treated with bolusing and intensive care unit. Customer's blood glucose value was 500 mg/dl at time of incident. Customer's current blood glucose value was 400 mg/dl. Troubleshooting was performed. The customer was hospitalized and blood glucose value when admitted to hospital was above 500 mg/dl. The customer complained about diabetic ketoacidosis. Customer wearing the pump at time of hospitalization. Customer report customer does not allege pump was under delivering. Customer further declined to troubleshoot for high blood glucose. The product was not returned for analysis.